Event description:
A health care provider (hcp) reported via a manufacturer representative that an error message was displayed on the clinician programmer. When the hcp interrogated the patient¿s implantable neurostimulator (ins) on (B)(6) 2016, an ¿inaccurate settings (4.8v)¿ message with an option to continue was displayed. The clinician programmer then read the ins and all of the information had been completely wiped. The hcp had to reprogram the ins as if it were new. The patient had used their patient programmer without any issues the morning of the day the ins was interrogated. The ins was turned off during the appointment, but turned on prior to the interrogation with the clinician programmer. The ins was fully charged and no power on reset (por) messages was displayed. The patient had x-rays on their wrist in (B)(6) 2016. The patient did not experience any symptoms. There were no changes in impedances. Ins interrogation reports were provided, but there was no history as the ins was wiped. The ins was successfully reprogrammed and functioned as normal. The issue did not occur again when the ins was interrogated after being reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.